Event description:
During a tibia fracture procedure the surgeon started with a large cannulated drill bit, he placed the 3.2mm guide wire then used the opening reamer. Reportedly the surgeon did not drill deep enough and tried to force the medullary reamer and the medullary reamer broke. The surgeon removed all pieces from the patient. The surgeon then began to drill deeper with the original reamer, he did succeed but when he went to remove the device the large cannulated drill bit broke. No fragments were in the patient. This is the first of three reports for this event.

Manufacturer narrative:
Device was used for treatment. The manufacturing records were reviewed and no complaint related issues were found. No conclusion can be drawn at this time as the device is entering the investigation process.

Manufacturer narrative:
Manufacturing engineer evaluated the device and the report indicates the reamer head is blocked on the damaged coupling of the flexible shaft. All of the retention tabs on the tip of the shaft are bent and twisted clockwise. Due to the damage and the blocked and broken reamer head it is not possible anymore to check the dimensions to the post-manufacturing dimensions. The DHR review verified that the device met the specification at the time of manufacturing and distributing. Product development engineer evaluated the device and the report indicates revision aa of the risk analysis document was retrieved from agile and reviewed. Line 20 of the document describes the risk of the reamer head breaking due to the improper reaming technique of using too much force. This would lead to the reamer head breaking (352.085). Line 90 of the document describes flexible shaft breaking due to a broken reamer head. The design of the device did not lead to the complaint event. The complaint description reports that the doctor used excessive forces when using the reamer. This is an improper technique. The design risk assessment was reviewed and found to be adequate for the intended use.